Event description:
Newborn diagnosed with aortic stenosis undergoing cardiac catheterization to balloon the vessel on an outpatient basis. Four guidewires (2 from lot 214600 and 2 from lot 211165) sprung prematurely upon opening the packaging in preparation for the procedure. The fifth guidewire (lot 214600) successfully passed preparation and testing; but sprung prematurely on the papillary muscle and chordae. Upon removal, pt exhibited mitral insufficiency and was admitted to the hosp's pediatric intensive care unit.